Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 10 years. Through follow-up with the health-care provider, it was learned that the device was explanted due to prosthetic aortic valve stenosis and regurgitation. The surgeon also noted, "calcified - stiff leaflet." The explanted device was replaced with another edwards bioprosthetic valve. No other details provided.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis; therefore, the source of the reported calcification could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause of this event cannot be confirmed, it appears that the stenosis and regurgitation was likely caused by the calcified and stiff leaflets. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.

Manufacturer narrative:
An operative report was received from the health-care provider on (B)(6) 2012. Based on the operative report, it should be noted in surgery that the patient had extreme adhesions. Tissue planes were very difficult to ascertain and exposure was difficult. The subject aortic valve was noted with the leaflets thickened on the prosthesis and probable perivalvular leak at the area on the left coronary ostium. The valve was excised. After excising the valve, it was noted that there was some detachment of the mitral leaflet which was readily repaired with sutures. This part of the mitral repair looked excellent on the subsequent echocardiogram with no evidence of foreshortening or tethering of the anterior leaflet. After replacing the subject aortic valve with a 23 mm edwards valve and coming off bypass, it was noted that the patient had seemingly increased amounts of mitral regurgitation which was central in origin which was not apparently evident preoperatively. The etiology of this was unclear, but was felt sufficient by the cardiology team and the surgeon that this would not be tolerated, therefore, the mitral valve was replaced with a 27 mm edwards valve. The mitral valve was seated excellently with no problems noted at the end of the operation by echocardiogram. The patient was weaned from bypass and was returned to the ICU in stable condition. No further actions are possible with the available information.